Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around the (B)(6) of 2020, the patient had tried charging their ins for the first time since (B)(6) 2019. They were unable to get the ins to charge or come back on. No symptoms were reported. They were redirected to their doctor to check the ins and determine if the ins was in overdischarge. It was noted they have an appointment with their doctor on (B)(6) 2020. No further complications were reported or anticipated. (B)(6) 2020 it was reported that patient's implant died before the pandemic (covid-19) and she called a manufacturer representative on 6/12 and rep called her on 6/15 and assisted her with recharging the implant. Patient states she is getting power on reset (por) message and now she is getting end of service (eos) on the recharger. Patient asked what does she need to do now. Patient states she thought ins was going to last until (B)(6) 2020. Patient was redirected to their hcp. Later, the rep reported patient previously having 2 overdischarges and since the covid shutdown has not recharged her ins and unable to communicate with ins. Caller assisted patient with a physician recharge mode (prm) and was able to recharge normally. Patient called the rep and reported por and eos. It was reviewed that patient must have been accurate with the 2 previous overdischarges and this is patient's 3rd od and that caused the eos. Caller will discuss with patient to resume therapy would need ins replacement. No further complications were reported.